Event description:
Philips received a complaint on an gentle care cuff, small adult, 1-tube indicating that the central coe mv (center of excellence market verification) performed a verification of labeling and found a lack of the full name of the device on the product, the label word "cuff" missing, the lack of lot indicator and a lack of the legal manufacturer's address and indicator. This was noted during inspection; no adverse event or harm was reported.

Manufacturer narrative:
A philips product industrialization engineer (pie) and regulatory affairs specialist (ras) reviewed the available data and confirmed that the word cuff was missing from the product; this affected the graphic printing on the cuff body. For this one device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a printing issue on this device. The issue was being resolved by a review all cuffs' cdlms (gentle ls-200080, easy ls-200081, comfort ls-200078, neonatal ls-200079, and air hoses ls-200082) to check if there are markings to be added to the cdlm.